Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Incorrectly marked 30 days and initial including 15 days, which should marked as 30 days and initial only in this follow up report. Incorrectly marked in previous report, which is correctly marked as consumer and foreign in this follow up report.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. In previous report, was incorrectly marked as hospitalization (initial or prolonged), required intervention to prevent permanent impairment/damage which should be product problem only. It has been corrected in this report. Incorrectly marked in previous report, which is correctly marked as consumer and foreign in this follow up report. Incorrectly marked 30 days and initial including 15 days, which should have marked as 30 days and initial in this followup report. Section has been updated in this report.